Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the dates recorded in the black box start on (B)(4) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(4) 2014 have been overwritten. A review of the available black box and alarm history showed no alarms related to the complaint. The total daily doses add up correctly and reflected the user programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be delivering accurately. Investigation was unable to duplicate the complaint and the information for the complaint was overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter at first alleged that the pump was not delivering boluses; then was unable to confirm whether it was a pump issue. Elevated blood glucose levels of 449 with no symptoms were reported; which does not meet animas criteria for an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because it could not be confirmed whether this was a pump issue.